Event description:
It was reported that patient presented for in-clinic follow-up for atrial lead revision procedure, the atrial lead exhibited low sensing and high threshold. In the procedure, an initial fluoroscopy showed that the atrial lead had dislodged and was hanging in the atrium. The physician decided to explant the atrial lead and implanted a new one. There was no indication why the lead had dislodged as the helix was still fully extended. The patient was stable throughout the procedure.